Manufacturer narrative:
The reported event could not be confirmed since the device was implanted and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The lag screw insertion was completed successfully. After hammering, the fracture was open but could not be repaired, so the surgery was completed as is. The surgeon was dissatisfied with the gapping of the fracture site. More detailed information about the complaint event, e.g. X-ray in m-l- view, must be available in order to determine the root cause of the complaint event. At the end of the surgery, it is the responsibility of the surgeon if he leaves the patient as is. Based on investigation, the root cause was attributed to a user related issue. With available information a product deficiency was not verified. In case we receive further substantial information we reserve the right re-open the case and to re-assess the root cause.

Event description:
During the insertion of the gamma 4 u lag screw, compression was applied by gently hitting it with a hammer, but the compressed fracture area became deviated. Surgeon was not satisfied with the gap (non union) present in compressed fracture.

Manufacturer narrative:
Based on the available information the device will not be returned , since it is implanted in patient therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
During the insertion of the gamma 4 u lag screw, compression was applied by gently hitting it with a hammer, but the compressed fracture area became deviated. Surgeon was not satisfied with the gap (non union) present in compressed fracture.